Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer will not power on. Also noted was that the fans do not run and no lights are on. The caller tried different power cord and outlets. The programmer will be returned. There was no patient involvement.